Manufacturer narrative:
The subject device was returned to local service department of olympus, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing and preparation for the first time use, a black substance came out of the loan scope channel. It was also informed by the customer that the substance was two small, hard and black particles. These were sufficient to stop the progress of two brushes through the channel. The action of the brushes combined with soaking and flushing dislodged these particles. The substance was not saved. The subject device was not used on any patient. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Black foreign material was not recovered, therefore the ingredients are unknown. This device has been used for about 8 years since its manufacture, but it has been properly controlled by olympus. Therefore, omsc presumed that the foreign material might have adhered to the device at the time of reprocessing before its first use or when it was transported from olympus to facility.